Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety/product/procedure: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported a right side rupture, pain, and exchange from textured devices due to product concern. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening crease sharp assessed, as a fold flaw opening with non-penetrating nicks around the opening. Pain: unable to confirm, as it is a medical event. Not related to the device. Anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease fold observed, in the surface. Wear abrasion observed, in the surface of the device. Observed, 40 mm dark patch edge material inside gel device.

Event description:
Patient reported, a right side rupture, pain. And exchange from textured devices, due to product concern. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture, pain, and exchange from textured devices due to product concern. Device remains implanted.